Event description:
Nurse reported hospitalization due to hypoglycemia. Nurse stated that customer had fallen. Hospitalization due to low blood has happened several times. Nurse unsure of the blood glucose reading at the time of the hospitalization. Nurse requesting that training is completed on the sensor and insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.